Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073236) the pump is non available for investigation. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5073236) of which we had not been made previously aware. Event description: mw5073236: "started alarming and showing error code #4. Per manual. This is due to a mechanical block. Advised daughter to inspect the pump/tubing and remove any potential cause, then restart the device. Daughter says the device will not even let her restart it. It just keeps showing the error code when she turns it back on. No other info known. Pump will be replaced. Pt has a return box to return the defective pump. Reported to (B)(6) by pt/caregiver. Dose or amount: 52. 5ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah."

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073236). As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase. The service inspected the pump and did not found any malfunction. Nevertheless, the case was found broken probably due to a shock or a fall of the pump. The device underwent a maintenance service with the replacement of the broken external part. No consequences for the patient.